Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed an alert 38 motor stall with repeated restart and occlusion alerts, and during a dry run the rewind produced a grinding sound and then an unable to proceed message, consistent with a failure to infuse attributable to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of the information provided. Investigation of this case revealed a communications problem identified in conjunction with a failure to infuse linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.